Manufacturer narrative:
Manufacturers incident report has been updated to reflect additional medical information received from the consumer. The consumer alleges to have experienced an infection of both ears they believe is related to the originally reported eye infection. Refer to the following fields for updated or corrected data: b5, e1, e2, e3, g2, g3, g6, h2, h6.

Event description:
Additional medical information received from the consumer 17 july 2023. The consumer alleges the development and receiving medical care for an infection of both ears, which they believe is related to the eye infection previously reported, alleged to have been caused by the eye care solution. Good faiths efforts have been made to obtain additional information without success. Further details of the alleged ear infection or treatment are currently unknown.

Event description:
This incident was reported by the distributor as reported to them by the patient, and limited information has been made available. The patient alleges she sought medical attention after experiencing severe irritation, eye pain, and double vision. Further information received directly from the patient; the patient states she was diagnosed with an eye infection and is being treated with an unspecified medication. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the incident with a lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
(See h3) no device was returned for manufacturer analysis. A lot number was obtained and batch manufacturing reviewed; the device was manufactured to specification and no issues or no nonconformance's were identified. Barrel case records reviewed showed that they were within release specification and passed the goods inwards inspection. Based on available investigation records, no root cause could be established. The association between the coopervision device and the event is unconfirmed.